Event description:
Customer reports to have received a button error alarm then insulin pump stopped working. Customer states it may have been due to sweating. Customer's blood glucose reading was 115 mg/dl. No further info provided.

Manufacturer narrative:
Insulin pump had corroded keypad traces during visual inspection. No button error alarm during testing. All buttons functioned properly during testing. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.